Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the returned battery cap and cartridge cap were used during the investigation. Moisture corrosion was observed on the inside of the display screen and on the battery cap which prohibited complete testing. The pump cover was removed for further investigation and moisture corrosion was also found on the continuous glucose monitor module, the flex sensor circuit, and the power printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).